Event description:
It was reported that a stroke occurred. A left atrial appendage closure procedure was performed and a 20 mm watchman laa closure device was successfully implanted. Post procedure the patient awoke from anesthesia and complained of a swollen tongue and their speech was slurred. The team at the hospital assumed that the patient had allergies to something used in the procedure. The patient was discharged the following day still complaining of a swollen tongue and difficulty speaking. Three days post procedure, the patient spoke to the coordinator and they instructed the patient to come to the hospital. The patient presented to the emergency room. A neurologist adjudicated that the patient had a stroke, which was likely at the time of the procedure. The patient will now undergo speech therapy. There appears to be no other physical impacts from the stroke.

Event description:
It was reported that a stroke occurred. A left atrial appendage closure procedure was performed and a 20mm watchman flx laa closure device was successfully implanted. Post procedure the patient awoke from anesthesia and complained of a swollen tongue and their speech was slurred. The team at the hospital assumed that the patient had allergies to something used in the procedure. The patient was discharged the following day still complaining of a swollen tongue and difficulty speaking. Three days post procedure, the patient spoke to the coordinator and they instructed the patient to come to the hospital. The patient presented to the emergency room. A neurologist adjudicated that the patient had a stroke, which was likely at the time of the procedure. The patient will now undergo speech therapy. There appears to be no other physical impacts from the stroke. It was further reported that the patient was diagnosed with a sub-acute hemorrhagic infarction in the right cerebellum. It was likely caused by an embolism from the watchman procedure. The patient is still in speech therapy and is showing a significant improvement in communication skills. The patient feels that they are ready to be discharged.